Manufacturer narrative:
Failure analysis noted that the pump had unexpected blank display during button presses due to faulty lcd board. They were unable to confirm the display anomaly or missing segments due to the unexpected blank display. The pump had minor scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a display anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 147mg/dl. The customer stated that she had been noticing the display on her screen getting dimmer and dimmer and it was most apparent when buttons are pressed. The customer clarified that she meant in any menu other than just the home screen. She also noted diminished battery life. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.